Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a remote replacement. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 15, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system's modes were changing automatically during a surgical procedure. The system was restarted and the surgery was completed with no harm to the patient.